Event description:
On (B)(6) 2000 an artificial urinary sphincter was implanted. On (B)(6) 2006 the entire device was removed and replaced due to fluid loss from balloon.

Manufacturer narrative:
Add'l catalog#: 72400025, 72400098. (B)(6). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.